Manufacturer narrative:
Per the instructions for use, device malposition requiring intervention and paravalvular leak (pvl) are potential adverse events associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. Deployment of the sapien xt valve too aortic has the potential to contribute to suboptimal coaptation of the sapien xt valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment the patient screening manual and the procedure didactic also identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. In this case, in addition to procedural factors (fair coaxial alignment of the ds), patient factors (horizontal aorta, severe annular and native leaflet calcification, and a large piece of calcium on the ncc side) likely contributed to the canted position of the valve, resulting in pvl. The pvl was improved by the deployment of a second valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
During the transfemoral tavr procedure, the patient¿s horizontal heart / aorta made the coaxial alignment of the novaflex+ (nf+) delivery system (ds) difficult. A 29mm sapien xt valve was positioned 50:50 and landed 90:10 aortic/ventricular (a/v) on the non-coronary cusp (ncc) side, 50:50 to 60:40 a/v on the left coronary cusp (lcc) and right coronary cusp (rcc) sides. Moderate paravalvular leak (pvl) was noted on the ncc side. A second valve was deployed 60:40 a/v, correcting the pvl. It was perceived that the horizontal aorta and a large piece of calcium on the ncc side contributed to this event. The coaxial alignment of the first ds and valve was reported as fair. The coaxial alignment of the second system was reported as good. The image intensifier angle for both valves was reported as good. The patient¿s native annulus valve area measured 587mm2 by CT. Severe annular calcification, severe native leaflet calcification and mid aortic root calcification were reported.